Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was at the gym. Customer's blood glucose was 132 mg/dl. Reportedly, the customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.